Event description:
It was reported that the bed would randomly raise to the highest height position on its own. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion - the root cause for this issue was not determined. The bed was not repaired, it was replaced under warranty.